Event description:
On (B)(6) 2010, this patient underwent endovascular repair for a descending thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2010. On (B)(6) 2011, the patient underwent re-intervention and the endoleak was resolved with the placement of an additional gore tag thoracic endoprosthesis proximally to further seal the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore tag thoracic endoprosthesis instructions for use states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.